Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D9 device available for evaluation - correction. H6: medical device problem code - correction. H6: type of investigation - correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings had occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced hypoglycemia, he couldn´t swallow at first and shortly after was unconscious at his home. A friend who was present called an ambulance. The paramedics treated the patient with IV glucose. After the treatment the patient recovered and was not taken to the hospital. The cgm reading was 36 mg/dl (the patient reported this value although continuous glucose monitor reading value is outside of the 40-400 mg/dl range) and made no sound according to the patient despite low warning was set at 70 mg/dl. At the time of the report the patient was good. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.